Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed. The coil and pusher wire interlocking arms were intertwined around each other due to broken wires. The coil and pusher wire were detached from each other and the coil was noted to be broken below the interlocking arm. Also, the coil was severely stretched and kinked from the middle to the distal end, dried blood was present. Furthermore, the core wire between the distal solder joint and the mid solder joint was broken and kinked. Microscopic inspection of the coil zap tip was conducted and no damage was noted. Also, the interlocking arm of the coil was inspected and no damage noted however the coil was broken below the arm. Additionally, the interlocking arm of the pusher wire was inspected and the core wire was broken at the distal end. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the idc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device.¿ the event description states intermittent flush was maintained during the procedure. (B)(4).

Event description:
Reportable based on device analysis completed on 09dec2015. It was reported that the coil would not take its intended shape. Vascular access was obtained via retrograde approach. The target area for embolization was located in a moderately tortuous internal iliac artery. During the procedure, after a guide wire and microcatheter were delivered to the target lesion, three coils were successfully implanted. A 3mm x 10cm idc was then used, however, the coil straightened out and would not curl. Thus, the coil was removed from the patient's body. No issues were noted with the device prior to use and intermittent flushing was performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the coil and pusher wire were broken.